Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a grommet issue. The returned device indicated a damaged grommet. The returned device indicated a missing set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the device had a set screw issue; there was no audible feedback when the physician attempted to connect the lead to the right ventricular port. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.